Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to inadequate stimulation. The explanted product was disposed. No further information was obtained despite good faith effort.